Manufacturer narrative:
On april 9, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per device, and confirmation received, the impacted device lot number has been updated to 5786873 under field d4 on this form. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23, 2021, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection, leak testing and microscopic examination of the returned device. During visual analysis of the returned sample sal smooth rnd diap 425cc no apparent damage or visual anomalies were observed. Leak testing was performed, according with mentor procedure, and it revealed a tear on the posterior view, measuring approximately 0.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. A second product was received (lot-5555754). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following: patient's age at the time of event was "39". Hence, field a2 has been updated on this form the replacement devices used on (B)(6) 2021 were catalog number 3502325; serial number (B)(6), on the left side, and catalog number 3502325; serial number (B)(6), on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation date of explant: (B)(6) 2021 if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 425cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively diagnosed after physical consultation. As a result, the device will be explanted on (B)(6) 2021. Date of implant is being reported as manufacturing date of the lot on this form as only 2001 was provided. Supplemental report will be submitted when additional information is received.